Manufacturer narrative:
(B)(4): physio-control determined the cause for the malfunction to be an electrically leaky filter, designator fl9, on the analog pcb assembly. The excessive current leakage depleted the internal hlc batteries at a rapid rate.a replacement device was provided to the customer.

Event description:
It was reported that the device was showing the charge-pak (the internal battery charger)icon. Physio-control evaluated the device and observed the charge-pak and attention icons. Furthermore, physio found that the device could not stay powered on as the internal hlc battery was depleted. The device was unable to deliver defibrillation therapy in the observed condition. There was no patient use associated with the event.